Manufacturer narrative:
The investigation did not identify a product problem. The product meets the specifications. The cause of the event was consistent with a preanalytic issue at the customer site and was related to a user handling error as the blood draw was taken from the infusion port. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The gluc3 reagent lot number was 82238001 with an expiration date of 30-nov-2025. The investigation is ongoing.

Event description:
We received an allegation about a questionable high result for 1 patient sample when tested with glucose hk gen.3 (gluc3) assay on a cobas c503 analytical unit. Initial result: approximately 41 mmol/l. The customer noticed that the initial result was high and suspected the sample was probably collected from the patient's arm where a paracetamol fresenius kabi 10 mg/ml infusion solution with mannitol was administered. A new sample was then collected and tested resulting in a gluc3 value of approximately 7 mmol/l. This result was considered correct. The customer suspects an interference of the paracetamol fresenius kabi infusion solution with mannitol in the patient's sample.